Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The customer received troubleshooting assistance from the manufacturer's field service engineer (fse) over the phone. The fse recommended parts to customer and the customer followed the fse's recommendations to repair the unit. It was confirmed that the unit was repaired and now functions without issue. It is not known if parts were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the exhalation port leak test with out patient involvement.